Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient's ipg has reached end of service. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was explanted and replaced. Issue resolved.